Manufacturer narrative:
Initial and final MDR 1899374 - MDR 3003442380-2024-11214 - device 3 of 9

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 9 infusions set tube leakage at event on 2024. Infusion set has been used for less than 24 hours. Blood glucose level was low. Therefore, patient consumed carbohydrate. No further information available